Event description:
The user facility in (B)(6) reported via the distributor in (B)(4) that the alarmed "circuit occlusion" while in use on a pt. There was no pt harm reported.

Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/12/2015.life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out.

Manufacturer narrative:
(B)(4). Carefusion has requested info from the user facility in (B)(6) as to what was done to repair the device. As of june 05, 2015 that info has not been provided by the user facility in (B)(6).